Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with an unknown size unknown saline implant and was presented with left side breast implant deflation postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 4/15/2020, device evaluation was completed. Device evaluation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 0.2 cm. The evaluation determined that the deflation is consistent with a crease fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/26/2019, mentor became aware that the date of surgery is (B)(6) 2019. Hence, following fields have been updated on this form: is required intervention has been selected under outcomes attributed to adverse event. Explant date has been updated to (B)(6) 2019. Method code has been updated to "device not returned". Manufacturer¿s reference: (B)(4).

Manufacturer narrative:
On 12/11/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Information has been updated as per device received. - product code from unk_saline implants to catalog number 3501670. - lot number from blank to 5558096. - brand name, common device name, and procode have also been updated. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/10/2019, mentor became aware that replacement information was inadvertently not reported in the previous submission, per information received on 11/26/2019. Mentor implant was used as replacement on (B)(6) 2019. Manufacturer¿s reference: (B)(4).